Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results, above the ami cut-off value, that were generated by the access 2 instrument. The customer indicated that the pt samples were re-tested and repeated accu tni results were within the normal range. The actual accu tni results were not provided. No additional info regarding this event was provided by the customer. There was no report of change to pt treatment that can be connected with or attributed to this event.

Manufacturer narrative:
Qc results were not provided. System check performed on 06/09/06 was within specification. A field service engineer (fse) was dispatched to the customer lab on 06/16/06. The fse ran field diagnostic testing which passed. The customer stated to the fse that pre-analytical sample handling is the primary reason for this event. The customer stated they will be implementing plasma filters on samples. Although pre-analytical factors, stated by the customer, may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.